Event description:
This report is being submitted for additional information based on legal manufacturer's final investigation results

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The camera cable was damaged and torn, the camera cable is flooded, and the video connector is cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the inside of the camera cable was flooded because it could not be kept watertight, leading to the occurrence of a watertight failure, and water entered the inside of the camera cable. Since the device is more than 15 years old, the device history record was unable to be reviewed. Review of service history record noted there was no history of repair of the current product within the past 12 months from the date of the complaint occurrence. This issue is addressed in the instructions for use (IFU): "precautions for cleaning, disinfection, and sterilization" and "storage," the following statement is found in the "warning" section. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. Doing so may cause a hole in the camera cable, which could result in water leakage and damage to the electrical circuitry inside the product. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. There is a possibility that the camera cable may break." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head coating was broken. There were no reports of patient harm.